Event description:
It was reported the company representative was having trouble calibrating the pen. A few new pens were ordered and nothing is resolving the issue. It is about 1-2 inches off . Has recalibrated multiple times. The programmer is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.